Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, wrinkling, infection (unknown onset)-ndr.

Event description:
Healthcare professional reported right side ¿infectious fever¿, ¿capsule of the lateral quadrant of the right prosthesis is not smooth and wrinkled¿, ¿fluid echo can be displayed in the right lateral quadrant in the supine position, and the fluid echo is transferred to the bottom of the breast prosthesis in the sitting position. The range is about 54×15×22mm¿, and ¿fluid under the prosthesis". The event of "infectious fever" is not device related. Device has been explanted.